Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient had infection and purulent yellowish discharge at the stoma site. Stoma site culture was performed and the patient was given antibiotics (zyvoxid 600mg). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient had infection and purulent yellowish discharge at the stoma site. Stoma site culture was performed and the patient was given antibiotics (zyvoxid 600mg). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 13, 2015: procedure date is (B)(6) 2014. The patient was also given invanz 1g IV/im for 14 days. There were no patient complications reported as a result of this event. Reportedly, the problem had been progressing.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient had infection and purulent yellowish discharge at the stoma site. Stoma site culture was performed and the patient was given antibiotics (zyvoxid 600mg). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 13, 2015: procedure date is (B)(6) 2014. The patient was also given invanz 1g IV/im for 14 days. There were no patient complications reported as a result of this event. Reportedly, the problem had been progressing. Additional information received on february 12, 2015: "problem had been progressing" meant that there was a decrease in redness and purulent discharge. According to the physician, the infection was eventually resolved. The patient is doing daily dressings. There is colorless and odorless discharge.